Event description:
The doctor had to have the needle replaced three times during a liver procedure (4 needles total). The nozzle (s/u abc nozzle, catalog #138030) kept melting and the needle would become loose. The coordinator was not aware of any harm to the pt due to the small amount of time it took to replace the needles.